Event description:
It was reported by service report that two of the foot board pins needed to be adjusted as this was affecting the bed lifts ability to raise and lower. No patient involvement or adverse consequences are reported.